Event description:
It was reported that the patient presented to the hospital for a generator change procedure. During the procedure, the right ventricular (rv) lead failed to be removed from the pacemaker header. The physician suspected that it might due to dried blood in the header. Multiple attempts were made, including removal of the set screw and septum, and injection of silicone oil and saline into the set screw port, but all were unsuccessful. The rv lead was successfully removed by the physician through breaking the header, pushing the rv lead tip and pulling the lead body. The pacemaker was successfully explanted and replaced while the rv lead remained implanted. The patient was in stable condition.